Event description:
It was reported that shaft break occurred requiring surgical intervention. The patient underwent a limiting flow procedure. A 4x80 sterling balloon catheter was advanced for dilation of a venous system in the leg. No resistance was felt during withdrawal. However, when the balloon catheter was removed from the sheath, it was noted that the shaft had fractured or broken off in the patient's foot and a cutdown was performed to retrieve the fragment. The patient status was ok. No patient complications were reported due to this event.

Manufacturer narrative:
Detailed product information was not provided to bsc as the account did not have the available information. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a separation to the guidewire lumen 12.4cm from the tip. The balloon is separated 2.8cm from the tip. Microscopic examination revealed no additional damages. The proximal section of the separation did not return. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found that the balloon and guidewire lumen is separated. Detailed product information was not provided to bsc as the account did not have the available information. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #.

Event description:
It was reported that shaft break occurred requiring surgical intervention. The patient underwent a limiting flow procedure. A 4x80 sterling balloon catheter was advanced for dilation of a venous system in the leg. No resistance was felt during withdrawal. However, when the balloon catheter was removed from the sheath, it was noted that the shaft had fractured or broken off in the patient's foot and a cutdown was performed to retrieve the fragment. The patient status was ok. No patient complications were reported due to this event.